Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement along with small r-waves and some noise noted but did not lead to inappropriate therapy. A lead fracture was suspected. Additional information obtained from the field representative the cause of oor pli was due to subclavian crush on rv lead and was confirmed through fluoroscopy. Further, the noise did not lead to oversensing so no inappropriate episode was stored due to noise. The rv lead was explanted and was sent for pathology. This rv lead is no longer in service and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.